Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00144, 3005168196-2017-00145, 3005168196-2017-00146. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital staff was unable to advance four ruby coils pass their friction locks and out of their introducer sheaths. Therefore, the four ruby coils were not used for the procedure and the procedure was completed using additional ruby coils.